Event description:
Drivers were returned from distributor's office with broken tips. Follow-up with office manager indicated that details regarding when these instruments broke are unknown but it is known that none of the tips were left in a patient. Product reported as a malfunction due to this instrument being the subject of a similar malfunction resulting in serious injury in the past two years.

Manufacturer narrative:
Device evaluation: the device was examined with the aid of a 5x loop. The fracture is planar with the fracture oriented perpendicular to the drive axis. The fracture is ductile in nature. Review of device history records found 15 pieces of lot 3340mm were released for distribution on 07/01/2015 with no deviation or anomalies. Two-year complaint history review did not find any previous reports of this nature for this lot in the two year time period. No corrective actions are being recommended since the failures do not appear to be manufacturing related, device history usage is unknown, sets include two drivers of standard drive feature geometry. In addition, 39-sp-0700 is of older design configurations that were addressed previously.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2015-0061 / 00063).

Event description:
Drivers were returned from distributor's office with broken tips. Follow-up with office manager indicated that details regarding when these instruments broke are unknown but it is known that none of the tips were left in a patient. Product reported as a malfunction due to this instrument being the subject of a similar malfunction resulting in serious injury in the past two years.